Event description:
It was reported that the device "quit working." The device was explanted. There was no report of patient injury. Patient outcome was unknown. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the cause of the event was an "increased electrode resistance (over 800 ohms) in keloid forming patient with subsequent refractory gastroparesis." It was noted the ins was also flipped but it was "not the issue." Premature battery depletion was also noted. The unit was turned off for a gall bladder surgery, and 2 weeks after the increased impedance was measured in the health care provider's (hcp's) office. Imaging performed on (B)(6) 2012 found the ins in a good position with no breaks in the leads. It was noted that the hcp was "not able to program" with "elevated" impedances. An explant of the ins and lead was performed on (B)(6) 2012. Additional information regarding explant noted "subtotal gastrectomy with roux-en-y. Gastrojejunal drainage. Complete relief of gastroparesis, incision keloid." The patient required hospitalization due to the event. Patient outcome was noted as no injury.

Manufacturer narrative:
Product ID, 435135 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type lead; product ID, 435135 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 435135, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead. Analysis of the implantable neurostimulator (serial # (B)(4)) revealed no significant anomalies. Analysis of the leads (serial #(B)(4) and (B)(4)) revealed the lead bodies were cut through and the products were segmented.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.